Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a failure in the barcode scanner. A field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a scanner failure. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.